Manufacturer narrative:
Concomitant medical products: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that an impedance check showed electrode 7 was greater than 40000ohms. It was noted that this electrode was not in use as the patient was getting complete coverage of their pain with the current program which didn¿t use electrode 7. The issue was not resolved at the time of the report. The indication for use was non-malignant pain. No patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the cause of the high impedance was not determined. The rep said that the number 7 electrode was not currently in use and never had been in use with the patient¿s preferred program. No further complications were reported/anticipated.